Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to slightly loose drive support disk. Unable to verify compromised force sensor system alarms due to motor error alarms. Traces of moisture found at the lcd board. The insulin pump was received with cracked case at display window corners, display window, reservoir tube, reservoir tube lip, reservoir tube window and battery tube threads. The insulin pump was received with minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was dropped in the water. Customer reported a crack formed on the insulin pump as a result. The customer also reported they were unable to exit from the rewind sequence and a compromised force sensor system alarm occurred. Customer's blood glucose was unknown. Troubleshooting found the customer's drive support cap appeared to be normal. Customer could not recall pressing on the cap while connected. Customer also reported fluid was present under the lcd display. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.